Manufacturer narrative:
Product analysis: analysis was unable to confirm or reproduce the customer comment that the programmer displayed a black screen. It was found on analysis that the cursor does not align with the stylus. It was confirmed the display was the issue. The cursor worked fine with the test display. The programmer was able to interrogate and program. Due to lack of spare parts the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.